Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR". Per the customer, the autopulse platform was functioning as intended during the prior device checks but failed when it was used during patient care. No consequences or impacts on the patient.

Manufacturer narrative:
UDI related data quality updates only.